Event description:
Customer reported that during a case, the exposure button stayed down and was stuck. The up/down buttons had to be pushed 4-5 times before working. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray switch and the interconnect cable connector. System operates as intended.